Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture was stuck inside the ligator head which caused difficulty attaching ligator cap into the endoscope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: it was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. Problem code 2588 captures the reportable issue of suture stuck inside the ligator cap. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. Correction: event.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture was stuck inside the ligator head which caused difficulty attaching ligator cap into the endoscope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.